Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure micro-inserts could not be visualized on pus") and genital haemorrhage ("abnormal bleeding(general)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concomitant products included biotin, fluconazole (diflucan), metronidazole, metronidazole (flagyl) and nitrofurantoin (macrobid). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 11 months 21 days after insertion of essure, the patient experienced fungal infection ("infection(bladder/urinary tract/vaginal)-type: yeast infection"), urinary tract infection ("urinary tract infection") and incontinence ("bladder or urinary problems or changes: incontinence"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), visual impairment ("vision decrease") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced dry skin ("rashes or skin conditions-type: dryness"), allergy to metals ("nickel allergy") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In june 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and pain in extremity ("pain in legs"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, fungal infection, urinary tract infection, dry skin, incontinence, migraine, headache, allergy to metals, dysmenorrhoea, vaginal discharge, visual impairment, alopecia, female sexual dysfunction and dyspareunia outcome was unknown and the pain in extremity had resolved. The reporter considered allergy to metals, alopecia, device dislocation, dry skin, dysmenorrhoea, dyspareunia, female sexual dysfunction, fungal infection, genital haemorrhage, headache, incontinence, migraine, pain in extremity, urinary tract infection, vaginal discharge and visual impairment to be related to essure. The reporter commented: left side - 0 trailing coil, right side- 4 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device dislocation". Most recent follow-up information incorporated above includes: on 18-may-2018: events- "abnormal bleeding(general), infection(bladder/urinary tract/vaginal)-type: yeast infection, urinary tract infection, rashes or skin conditions-type: dryness, bladder or urinary problems or changes: incontinence, migraines, headaches, nickel allergy, dysmenorrhea (cramping), vaginal discharge, vision decrease, hair loss, apareunia (inability to have sexual intercourse), dyspareunia (painful sexual intercourse), pain in legs", reporter added from pfs. Event "essure micro-inserts could not be visualized on pus", historical condition added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure micro-inserts could not be visualized on pus") and genital haemorrhage ("abnormal bleeding(general)") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concomitant products included biotin, fluconazole (diflucan), ibuprofen (motrin), metronidazole, metronidazole (flagyl) and nitrofurantoin (macrobid). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 3 months 9 days after insertion of essure, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced vulvovaginal mycotic infection ("infection(bladder/urinary tract/vaginal)-type: yeast infection / vaginal infection"), urinary tract infection ("urinary tract infection") and urinary incontinence ("bladder or urinary problems or changes: incontinence"). On (B)(6) 2014, the patient experienced pelvic pain ("pain"), migraine ("migraines"), headache ("headaches") and rash ("rashesh or skin condition rashesh"). In (B)(6) 2014, the patient experienced dry skin ("rashes or skin conditions-type: dryness"), allergy to metals ("nickel allergy") and visual impairment ("vision decrease"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain in extremity ("pain in legs") and abdominal pain ("pain in her abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, vulvovaginal mycotic infection, urinary tract infection, dry skin, urinary incontinence, migraine, headache, allergy to metals, dysmenorrhoea, vaginal discharge, visual impairment, alopecia, female sexual dysfunction, dyspareunia, depression, anxiety, abdominal pain, vaginal haemorrhage, menorrhagia and rash outcome was unknown and the pelvic pain and pain in extremity had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, depression, device dislocation, dry skin, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, pelvic pain, rash, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and vulvovaginal mycotic infection to be related to essure. The reporter commented: left side - 0 trailing coil, right side- 4 trailing coil. Discrepancy noted in essure removal details: she is not currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device dislocation". Most recent follow-up information incorporated above includes: on 9-nov-2018: plaintiff fact sheet and event abnormal bleeding (vaginal, menorrhagia), event yeast infection updated to vaginal yeast infection, rashes or skin condition rashes were added. Event outcome were added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure micro-inserts could not be visualized on pus") and genital haemorrhage ("abnormal bleeding(general)") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concomitant products included biotin, fluconazole (diflucan), ibuprofen (motrin), metronidazole, metronidazole (flagyl) and nitrofurantoin (macrobid). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 11 months 21 days after insertion of essure, the patient experienced fungal infection ("infection(bladder/urinary tract/vaginal)-type: yeast infection"), urinary tract infection ("urinary tract infection") and urinary incontinence ("bladder or urinary problems or changes: incontinence"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dry skin ("rashes or skin conditions-type: dryness"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), visual impairment ("vision decrease"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pain in extremity ("pain in legs") and abdominal pain ("pain in her abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, fungal infection, urinary tract infection, dry skin, urinary incontinence, migraine, headache, allergy to metals, dysmenorrhoea, vaginal discharge, visual impairment, alopecia, female sexual dysfunction, dyspareunia, depression, anxiety and abdominal pain outcome was unknown and the pain in extremity had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, depression, device dislocation, dry skin, dysmenorrhoea, dyspareunia, female sexual dysfunction, fungal infection, genital haemorrhage, headache, migraine, pain in extremity, urinary incontinence, urinary tract infection, vaginal discharge and visual impairment to be related to essure. The reporter commented: left side - 0 trailing coil, right side- 4 trailing coil. Discripancy noted in essure removal details: she is not currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device dislocation" most recent follow-up information incorporated above includes: on 27-jul-2018: plaintiff fact sheet received. Depression and mental anguish & abdominal pain were added. Lab data updated. Concomitant & historical conditions are added. Product, patient & reporter information updated. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure micro-inserts could not be visualized on pus') in a 42-year-old female patient who had essure (batch no: 12515308, 922602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included pre-diabetic and gastroesophageal reflux disease. Concomitant products included from 2016 to 2017, antibiotics, biotin, colecalciferol (cholecalciferol), fluconazole (diflucan), metformin from on (B)(6) 2014 to on (B)(6) 2014, metronidazole and metronidazole (flagyl). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 3 months 9 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection") and urinary incontinence ("bladder or urinary problems or changes: incontinence"). On (B)(6) 2014, the patient experienced pelvic pain ("pain"), migraine ("migraines"), headache ("headaches") and rash ("rashesh or skin condition rashesh"). On (B)(6) 2014, the patient experienced dry skin ("rashes or skin conditions-type: dryness"), allergy to metals ("nickel allergy") and visual impairment ("vision decrease"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced vulvovaginal mycotic infection ("infection (bladder / urinary tract / vaginal) type: yeast infection / vaginal infection"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding(general)"), pain in extremity ("pain in legs") and abdominal pain ("pain in her abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vulvovaginal mycotic infection, dry skin, urinary incontinence, migraine, headache, allergy to metals, dysmenorrhoea, visual impairment, female sexual dysfunction, dyspareunia, depression, anxiety, abdominal pain and rash outcome was unknown and the genital haemorrhage, pelvic pain, urinary tract infection, vaginal discharge, alopecia, pain in extremity, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, depression, device dislocation, dry skin, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, pelvic pain, rash, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and vulvovaginal mycotic infection to be related to essure. The reporter commented: left side - 0 trailing coil, right side- 4 trailing coil. Discrepancy noted in essure removal details: she is not currently planning for essure removal. Patient received treatment for events vaginal bleeding, menorrhagia, pelvic pain female,genital bleeding, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: results: total bilateral occlusion. Lot number: 12515308, manufacture date: 2012-01, expiration date: 2014-07. Lot number: 922602, manufacture date: 2011-11, expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure micro-inserts could not be visualized on pus') in a 42-year-old female patient who had essure (batch no. 12515308(r); 922602(l)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included pre-diabetic and gastroesophageal reflux disease. Concomitant products included from 2016 to 2017, antibiotics, biotin, colecalciferol (cholecalciferol), fluconazole (diflucan), metformin from (B)(6) 2014 to (B)(6) 2014, metronidazole and metronidazole (flagyl). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 3 months 9 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection") and urinary incontinence ("bladder or urinary problems or changes: incontinence"). On (B)(6) 2014, the patient experienced pelvic pain ("pain"), migraine ("migraines"), headache ("headaches") and rash ("rashesh or skin condition rashesh"). In (B)(6) 2014, the patient experienced dry skin ("rashes or skin conditions-type: dryness"), allergy to metals ("nickel allergy") and visual impairment ("vision decrease"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced vulvovaginal mycotic infection ("infection(bladder/urinary tract/vaginal)-type: yeast infection / vaginal infection"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding(general)"), pain in extremity ("pain in legs") and abdominal pain ("pain in her abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vulvovaginal mycotic infection, dry skin, urinary incontinence, migraine, headache, allergy to metals, dysmenorrhoea, visual impairment, female sexual dysfunction, dyspareunia, depression, anxiety, abdominal pain and rash outcome was unknown and the genital haemorrhage, pelvic pain, urinary tract infection, vaginal discharge, alopecia, pain in extremity, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, depression, device dislocation, dry skin, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, pelvic pain, rash, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and vulvovaginal mycotic infection to be related to essure. The reporter commented: left side - 0 trailing coil, right side- 4 trailing coil. Discripancy noted in essure removal details: she is not currently planning for essure removal patient received treatment for events- vaginal bleeding, menorrhagia, pelvic pain female,genital bleeding, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: lot number was added, outcome of the previously reported event- bleeding vaginal, genital bleeding, menorrhagia, urinary tract infection, vaginal discharge, hair loss were updated.seriousness criteria for event genital hemorrhage updated to non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.